Event description:
The facility representative reported an infuso.r. Pump with a condition of "defective motor switch." It is unknown when the event occurred; however, it was identified in the "anesthesia" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "defective motor switch and connector" issue was not confirmed nor reproduced during product evaluation. However, quality engineering has determined that an inoperative micro-processing unit printer-circuit board (mpu pcb) was the most reflective of the reported condition and has confirmed the reported issue. An inoperable mpu pcb will render the motor and connector assembly inoperable. The assignable cause was determined to be a defective mpu pcb. The mpu pcb was replaced in order to fix the reported condition. Additional information: a service history review revealed that this device was not previously serviced for the reported condition.